Manufacturer narrative:
(B)(4). At the time of this report equipment eval has not been completed. When the equipment eval is completed a supplemental will be submitted. Eval method & results: not available at the time of this report. Conclusion: (other) - at the time of this report equipment eval has not been completed. When the equipment eval is completed a supplemental will be submitted. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Distributor reported on (B)(6) 2011 a customer had a suction loss during procedure. When the unit was received by the mfg company the pt interface (pi) had a note reporting that the side-cut and the planar cut (raster pattern) were not aligned - misaligned flap cut.